Event description:
Customer reported that there was an extra piece of plastic or metal coming from the sensor cannula. The blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection and found the tip of cannula bent. The insertion needle passed per specification. Unable to confirm customer received sensor with damage due to customer returning the product opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.